Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type screening device, product ID 306001, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported by a basic evaluation patient that they were experiencing a lot of pain. The patient mentioned that they thought that this was due to the health care professional (hcp) having issues placing the leads and that it had been causing irritation. No further complications were reported at this time.